Event description:
It was reported to medtronic minimed that the customer experienced that the insulin delivery was suspended due to sensor glucose vs blood glucose difference occurred during manual mode operation. The blood glucose value was 24 mg/dl and the sensor glucose value was 86 mg/dl at the time of the event. The customer reported blood glucose value of 24 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with ems, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-332a, mmt-244a, mmt-7040a, mmt-1884. Customer does not feel ok to troubleshoot. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-244a. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0873 inches. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 26-jul-2024 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the event date of 26-jul-2024, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on 07/19/2024 at 06:46:36.000, 07/23/2024 at 12:06:56.000, 07/25/2024 from 10:19:00.000 until 18:00:08.000 and 07/26/2024 at 07:46:35.000 during bolus and basal deliveries. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for big differences between sg and bg values. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.